Event description:
Patient presented to the physician with right side ear pain and head pain. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with recurring pain at the right temple, jaw pain, and tongue pain. Physician referred the patient to a pain specialist where a nerve block injection was administered to address the pain.